Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual observation revealed trilumen insulation abraded through exposing the rate sense coil approximately 14.5-16 cm from the terminal pin. It was concluded the damage was most likely due to lead on can interaction.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of 360 ohms and oversensing as a result of insulation damage. As a result, the lead was explanted. No adverse patient effects were reported.